Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut down. Reportedly, when the pump turned back on after being plugged into a power source, the pump displayed a message stating that the wake button was stuck. The customer reported a blood glucose level of 370 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.